Manufacturer narrative:
The reported event of the autopulse platform (sn (B)(4)) was confirmed through visual inspection. The root cause was due to a damaged battery connector. Upon visual inspection, observed damages on the front enclosure and the UDI label, unrelated to the reported complaint. The front enclosure and the UDI label needs to be replaced to remedy the issue. The autopulse platform is a reusable device and was manufactured in 2007 and is 12 years old, well beyond the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Unable to perform initial functional testing due to a damaged battery connector. The battery connector will be replaced to remedy the issue. The archive data review showed no discrepancies. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with sn (B)(4).

Event description:
As reported, during routine check, the user noticed that the autopulse platform (sn (B)(4)) will not power on with any autopulse li-ion batteries inserted. Per user, the batteries were fully charged. No patient involvement.